Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm approximately 1 month ago. Vessel morphology was reported as moderately tortuous and severe calcification. It was reported that the final angiogram revealed a distal type 1 endoleak due to the severe calcification. The physician elected to model the stent graft with a reliant balloon and the endoleak decreased; however, the endoleak did not resolve. The physician elected to place an iliac limb and the distal type I endoleak resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention - eval results: (endoleak). (Moderately tortuous and severe calcification).